Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump primed the tubing with 1 unit of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/06/2014 with the following findings: a review of the pump history revealed no evidence of a load step malfunction. The pump performed the rewind, load and prime steps with no alarms occurring. The pump was exercised for 24 hours on 1 unit per hour basal program with no alarms occurring. The force sensor calibration reading was found to be within the require specifications. The pump was opened and no damage or abnormalities were found on the force sensor. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.